Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5150873/5150871

Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the leads migrated and stimulation was not on the targeted coverage area. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device, and the leads were repositioned to get more back coverage. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.